Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software p section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine, hydromorphone and ketamine for non-malignant pain. It was reported that the patient mentioned that they were having an issue with the device since they got the pump. The patient mentioned that they have talked to their manufacturing representative before and mentioned that it had something to do with the "system". The patient mentioned that they noticed the handset was taking a long time to connect to the pump when they were trying to request a bolus. The patient confirmed the handset was lagging at 90%. The agent reviewed data and assisted patient in deleting data. The patient was able to connect to the pump with no lag at 90%. The patient would l call back if they need further assistance. The patient also mentioned that whenever they deliver themselves a bolus, the handset was not reflecting the correct time when they could get another bolus. The patient mentioned that they noticed this for the past several days, probably longer. The agent reviewed that bolus lockout briefly, but redirected the patient to the health care provider (hcp) and recommend hcp to call tech services, so tech services could assist in making sure lock out hours was reflected correctly. The patient connected to myptm, however got a no device found message. The agent had patient reset the communicator and close all apps on the handset. The patient reported that they were allowed 2 boluses a day